Event description:
The customer reported that the system displayed a generator error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery needed to be replaced. No further information is available.